Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc- leakage. At 7:25 am on (B)(6) 2025, while venting an indwelling needle, a nurse discovered leakage in the middle of the tubing. The defective needle was placed in the medical waste disposal container, and a new, undamaged indwelling needle was used instead.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because abnormal status of the catheter cannot be identified, so the root cause of the leakage at the catheter cannot be confirmed. The plant will continue to monitor such defects.

Event description:
No additional information.